Event description:
It was noted on a post procedure x-ray that the screw threads of a 4.0 50mm cannulated screw had sheared off. The physician was able to remove the threads from the patella. The screw was left in place.